Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: reporters phone number provided: (B)(6) device history lot manufacturing location: monument. Manufacturing date: 04-mar-2016. Expiration date: 28-feb-2026. Part number: 04.037.242s, 12mm /130 deg ti cann tfna 170mm - sterile. Lot number: h048824 (sterile). Lot quantity: 5. Work order traveler met all inspection acceptance criteria. One piece was scrapped in cell at op #150, laser mark, for poor laser etch. Inspection sheet, in process / inspect dimensional / final, met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev ab was reviewed and determined to be conforming. Scn 12275 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: component parts were not reviewed because the reported complaint condition of ¿difficulty removing tfna nail due to an ingrown tissue¿ was not related to breakage of the nail or any component part, therefore, DHR review of the raw material(s) would not be relevant to the reported condition. Device history review 27-feb-2019: device history batch null, device history review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The received pictures show that the connection of the nail is badly damaged, therefore the complaint will be rated as confirmed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Expiration date unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a revision surgery was performed due to a femoral distal diaphyseal spiral fractures using a trochanteric femoral nail advanced (tfna) long system. Initially, the patient had an open reduction internal fixation (orif) using tfna extra short system for a femoral trochanteric fracture on an unknown date. During the procedure, after removal of an unknown end cap, the surgeon tried to attach the nail extractor to the tfna nail in question. However, the surgeon was not able to do it due to an ingrown tissue around the connecting part of the nail. Thus, the surgeon had to remove an ingrown tissue using an unknown luer rongeur forceps and an unknown bone chisel. Then, the surgeon re-tried to attach an extractor to the tfna nail, yet, it was unsuccessful. Eventually, after removal of an unknown blade, the surgeon hooked the end of the nail with the guide wire with hook, then pulled the nail. This time, the nail was successfully removed. There was a forty (40) minutes surgical delay reported. There was no adverse consequence to the patient. Surgical outcome was unknown. When the removed nail was checked, it was found out that the connection part at the proximal end of the nail had been bent inward. It was supposed that the extractor could not be attached to the nail due to this condition. The surgeon commented that he might have bent the affected part while he was removing the ingrown tissue. (B)(4) will capture the intra-op events, where a tfna nail and an extraction instrument for nail cannot be attach together during a procedure, and (B)(4) will capture the post-op events, where the entire tfna extra short system was involved. Concomitant medical products reported:  unknown tfna end cap (part # unknown, lot # unknown, quantity 1), unknown forceps (part # unknown, lot # unknown, quantity 1), unknown bone chisel (part # unknown, lot # unknown, quantity 1), guide wire with hook (part # 356.717, lot # unknown, quantity 1), unknown tfna helical blade (part # unknown, lot # unknown, quantity 1). This complaint involves two (2) devices. This report is for one (1) 12mm/130 deg ti cann tfna 170mm - sterile. This report is 1 of 2 for (B)(4).